Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review will be performed. The device for this malfunction has been returned to the manufacturer for evaluation. The investigation of the reported malfunction is currently underway. The device is labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code for the crosser cto recanalization catheters products is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cre14s recanalization catheter allegedly experienced removal difficulties and material separation. This information was received from a single source. The malfunction did not involve patient contact. The patient¿s age, weight, and sex were not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cre14s recanalization catheter allegedly experienced removal difficulties and material separation. This information was received from a single source. The malfunction did not involve patient contact. The patient¿s age, weight, and sex were not provided.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The sample was returned. The investigation reported issue was confirmed for the reported material separation and inconclusive for difficult to remove. The definitive root cause is unknown. The device is labeled for single use. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code for the crosser cto recanalization catheters products is identified in d2. H10: g4 . H11: h2, h6(result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.